Manufacturer narrative:
H.6. Reason code for no evaluation: other. H.6. If other specify see section h.10. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd safe-clip¿ needle the cutter is not sharp and the needles bend taking a lot of pressure to work. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: patient's caregiver indicates that for 20 days the needle cutter is not sharp, when trying to cut, the needle bends and has to make a lot of pressure to work. Product usage time since (B)(6) 2019.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary customer provided three photos of a bd safe-clip device from lot 7177532. No samples were returned therefore the investigation was performed based on the photos provided. Consumer reported that the needle cutter is not sharp, when trying to cut, the needle bends and has to make a lot of pressure to work. After review of the photos provided by the customer, it was determined that the issue could not be confirmed; from the photos alone, it could not be determined whether the safe-clip device could function properly or not. No apparent defects were observed on the sample shown in the photos. According with the DHR review information the problem ¿not clipping¿, and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd safe-clip¿ needle the cutter is not sharp and the needles bend taking a lot of pressure to work. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: patient's caregiver indicates that for 20 days the needle cutter is not sharp, when trying to cut, the needle bends and has to make a lot of pressure to work. Product usage time since (B)(6) 2019.